Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack on the reservoir opening and could not keep the insulin inside. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was dropped and had damaged which they could see the rim. The customer stated that the reservoir kept falling out of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube window and a cracked case at the display window corner. However, the reservoir fit properly into the reservoir tube.